Event description:
This lead was implanted on (B)(6) 2006. A call to technical services on 1/17/11 states that patient having lumbar back surgery. Osteomyelitis on vertebrae from surgery, possible systemic infection and vegetation on lead system. All devices in system removed, md to follow after tx of systemic infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).